Event description:
During a clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a dislodgement of the rv lead was observed, which resulted in a cardiac perforation on the apex of the heart. The patient experienced chest pain as a result of the perforation. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.